Event description:
It was reported the device was getting too hot during recharging. The pt's wife felt the area which was very warm. The temp did not exceed 100.9 degrees, so the overtemperture mechanism did not trigger. The pt had to charge more than expected. The battery is usually charged to 3/4 percent but then it drops to 1/4 percent. The recharging voltages were reviewed and found to be normal based on the recharge duration. Additional info indicated, the detailed recharging data was reviewed. There was no evidence the device had gone down to 25% charge level given the voltages indicated in the data. The device was taking charge fine and had been consistently charged between low end of 50% to 75% and near 100% charge. The device had not exceeded the temp threshold to activate the temp warning but it was suspected the pt's crps may influence his experience of heating during recharge. The results of the troubleshooting were reviewed with the physician. The hcp was going to follow up with the pt on how they wanted to proceed. The rep had not heard from the pt on any further burning/charging issues. The hcp indicated, the cause of the event was unk but indicated the recharger may have attributed. The pt experienced pain or discomfort, lack of effect, and shocking. An x-ray was done in november which looked ok. A revision/replacement was indicated but it was unk if it had occurred or might occur.

Manufacturer narrative:
(B) (4)